Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Three tb-0535fc devices were used during a laparoscopic hepatectomy. About the first device, probe damage error occurred and the procedure was continued with the second tb-0535fc device. However, after about 1 hour use, short circuit error occurred. At that time, the ptfe pad of the second tb-0535fc device was melt and separated at the distal end of the jaw. The procedure was completed with third tb-05353fc device. There was no patient injury reported. This is the report about the second tb-0535fc device.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00518 to provide additional information based on the evaluation of the device. Device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on may 11, 2016, omsc confirmed that there was no malfunction which caused or might cause the fragment to fall inside the patient about ptfe pad. The coating on the outer surface of the jaw had partially come off. There were scratches on the probe and the metal part of the jaw. The probe cracked at 12 mm from the distal end. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And there is a possibility that the error occurred and the probe cracked since the user activated the device while the probe and the metal part of the jaw contacted with metal object or other surgical instrument. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.